Event description:
The account reported that patient flap creation was completed however, the surgeon noticed it was decentered. Flap was not lifted and the next part of the treatment (excimer ablation) was cancelled. The patient was re-scheduled and a photorefractive keratectomy was performed on (B)(6) 2014. Account reported there was no loss of best corrected visual acuity and patient is doing well.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.